Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were inaccuracy between the continuous glucose monitor (cgm) readings and the blood glucose (bg) meter readings. No additional patient or event information was available. A root cause could not be determined. Customer declined troubleshooting with tandem technical support.